Manufacturer narrative:
Device evaluation: one smiths medical cadd legacy pump was returned for analysis. During analysis, three accuracy tests were run, the pump was found to be within manufacturing specifications. Based on the evidence, the complaint was not confirmed, and no fault was found.

Event description:
Information was received indicating that during bench testing of a smiths medical cadd legacy pump, it was noted that the pump failed accuracy (+7.95%) and had a damaged lens. No patient was involved in this event. No adverse effects were reported.